Event description:
Related manufacturer reference number: 2017865-2023-52466. It was reported the patient presented for implant procedure. During surgery, after the leadless pacemaker (lp) was released into tether mode in the delivery catheter, pacing impedance and capture threshold continued to increase until there was no capture. The physician began to reposition the lp when the heart rate dropped and the patient went into respiratory arrest. Echocardiogram showed a pericardial effusion from a suspected perforation. Pericardiocentesis was performed and the patient arrested. Resuscitation efforts were unsuccessful. The patient deceased.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.